Event description:
Customer reported via phone call that there is a low battery alarm. The blood glucose reading is unknown.

Manufacturer narrative:
Pump received with high idle current and unexpected low battery alarm due to open lcd driver on lcd board. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.